Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/25/2020. H.6. Investigation: ten 10ml syringes with white tip caps attached in unknown packaging were received and evaluated. All of the syringes were observed to have to the normal and expected amount of silicone per product specification. No defects were observed. Furthermore, a device history record review on both of the possible lot#'s showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll bns contained foreign matter. The following information was provided by the initial reporter: "good afternoon we have received a complaint from a customer due to the presence of liquid in the barrel of the syringe (possibly excess silicone). The syringes used in this pack were either from lot 9273347 or 9273349. The issue was identified before any of the syringes were used. We have logged this issue with our reference 20/2508a. Would you investigate to determine the root cause of this issue and any corrective or preventive actions required to prevent reoccurrence please? Samples of the affected syringes are available for return if required.".

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that syringe 10ml ll bns contained foreign matter. The following information was provided by the initial reporter: "good afternoon we have received a complaint from a customer due to the presence of liquid in the barrel of the syringe (possibly excess silicone). The syringes used in this pack were either from lot 9273347 or 9273349. The issue was identified before any of the syringes were used. We have logged this issue with our reference 20/2508a. Would you investigate to determine the root cause of this issue and any corrective or preventive actions required to prevent reoccurrence please? Samples of the affected affected syringes are available for return if required."